Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver was opened and passed the interior visual inspection. The ui-u1 pcba was detached from the main board to download the receiver log. It was reviewed and receiver reboot events related to complaint were observed. The receiver functional test was attempted but could not be performed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.